Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: icf09b52 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined impedance was noted on the right ventricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.